Event description:
It was reported that the system controller and mobile power unit (mpu) were exchanged due to the metal rods of the connections being broken.

Manufacturer narrative:
Related MFR for the controller: 2916596-2023-04805. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken connection within the mobile power unit (mpu) was confirmed via evaluation. The heartmate mobile power unit (s/n: (B)(6)) was inspected at the european distribution center (edc). A broken off pin was observed inside the patient cable¿s white connector. The cable was replaced and the repaired mpu underwent functional checkout. The unit passed without issue and was returned to the customer. The exchanged patient cable was forwarded to the product performance engineering (ppe) group for analysis. The patient cable¿s connectors were examined, and the lodged pin was removed. The cable was then connected and disconnected from a test system controller several times without issue. The patient cable was connected to a mock circulatory loop and was able to provide power for extended operation without issue. The patient cable passed continuity and insulation testing. A root cause for the reported event was determined to be the hospital nurses breaking a system controller connector pin off inside of the patient cable, per the provided information. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿ indicates under the subsection entitled ¿guidelines for power cable connectors¿, how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.